Event description:
It was reported that when the patient presented for unrelated surgery, low, out-of-range high voltage lead impedance was observed. The lead was laser extracted, and patient did well post procedure.

Manufacturer narrative:
(B)(4).